Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. System check was performed with tandem technical support (tts) and no issues were identified. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is wearing the infusion set for 3 days, and wearing the cartridge for 6 days. Tandem clinical support informed customer that wearing the infusion set for 3 days, and wearing the cartridge for 6 days, is off label per the user guide. Customer¿s blood glucose (bg) level was 360 mg/dl.